Manufacturer narrative:
Batch t48909 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 12 pouches and the 12 wraps inside. Inspection shows no obvious defects to cartons or pouches. Inspection shows no obvious defects to cartons, pouches or wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 11dec2018 for an unrelated complaint. An evaluation of the complaint history confirms that this is the fifth complaint for the sub class adverse event safety request. For investigation received at the (city name) site requiring an evaluation for this batch. The previous four complaints were not confirmed to have a manufacturing related root cause for the complaint of adverse event. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures per spec-29710, effective: 08jun2017. There were no wrap attribute or variable defect recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Consumer reports "9 blisters about the size of a quarter on his hip." The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were.

Event description:
Had 9 blisters/covered in blisters [blister], having blisters under your clothes is not comfortable [discomfort]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A (B)(6) male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t48909, expiration date sep2020, from an unspecified date to an unspecified date at 1 wrap topically for 4 hours (also reported as for 3 hours) for hip issues. Medical history was none. There were no concomitant medications. The patient purchased the product on (B)(6) 2018. He had placed a thermacare heat wrap on his hip. It says they can be worn for 8 hours. The patient reported that he wore one of them on sunday (B)(6) 2018 for about 4 hours (also reported as wore it for 3 hours) and said that when he took it off, he had a 9 blisters about the size of a quarter on his hip in (B)(6) 2018. He was covered in blisters. He had not gone to the doctor about this. He said that he had pictures of the blisters. He said that a couple of the blisters had popped and some of them had not. They had not gotten any better or worse and they had stayed about the same. He said that he was just keeping them clean with peroxide to treat the blisters. He did a lot of walking and having blisters under his clothes was not comfortable in (B)(6) 2018. He said that it came in a box of 2. He did not have the heatwraps that caused the blisters anymore, he just had the unopened one. He also did not have the box. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2018. The outcome of the events was not resolved. The reporter considered that there was a reasonable possibility that the event had 9 blisters was related to the device. As of 15mar2019, the product quality complaint (pqc) group investigation results stated batch t48909 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 12 pouches and the 12 wraps inside. Inspection shows no obvious defects to cartons or pouches. Inspection shows no obvious defects to cartons, pouches or wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 11dec2018 for an unrelated complaint. An evaluation of the complaint history confirms that this is the fifth complaint for the sub class adverse event safety request. For investigation received at the (city name) site requiring an evaluation for this batch. The previous four complaints were not confirmed to have a manufacturing related root cause for the complaint of adverse event. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures per spec-29710, effective: 08jun2017. There were no wrap attribute or variable defect recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Consumer reports "9 blisters about the size of a quarter on his hip." The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (19dec2018): new information reported from a contactable consumer included: suspect product details and event details. Follow-up (15mar2019): new information received from product quality complaint group includes investigation results. Follow-up (08apr2019): follow-up attempts are completed. No further information is expected. Follow-up (19dec2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events blister and discomfort as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events blister and discomfort as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.